Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first device, the cartridge pan was stuck in the jaws. The cartridge may have been loaded incorrectly. The second device was pulled and on the third firing with a blue reload, the right side of the staple line was complete. The left side of the staple line had malformed staples. A third device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. Device a was returned with no visual non-conformances and with a cartridge reloaded on the device. The reload was received partially fired on the left side and fully fired on the right side. The pan was noted to be assembled correctly on the cartridge reload. Upon further inspection, it was noted to be damaged on the cartridge deck and on the one piece sled. This damage is consistent with the device being clamped over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instructions for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. Device b was returned with no visual non-conformances and with the reload pan was found lodged inside the channel. The cartridge reload was received inside a bag. The cartridge was received unfired and severely damage. This is consistent with an incorrect handling, loading or unloading of the cartridge reload. Please refer to the instructions for use for further information. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged one piece sled (device a) and cartridge pan dislodged/damaged cartridge (device b).